Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after announcing a usual meal size despite consuming a larger amount of food. Glucose readings were reported in the 250¿260 mg/dl range and were noted to trend down to 237 mg/dl during follow-up. A confirmatory fingerstick reading was 260 mg/dl. No infusion set leaks were reported, and no pump alarms occurred. The user experienced symptoms of elevated blood glucose. The event resulted in no reported injury and required no medical intervention beyond routine self-management and follow-up. An investigation was conducted, including troubleshooting and user education regarding appropriate meal announcement and infusion site selection. Review of the information indicated that the device continued insulin delivery without interruption and that the hyperglycemia was consistent with under-announced carbohydrate intake. A possible contribution from infusion site variability, as reported by the user, was also considered. Based on previously established findings for similar reports, it was concluded that the cause was user-related use error associated with incorrect meal announcement, with device function consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.